Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgment shortly after initial implantation. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.